Event description:
It was reported that th pt underwent a kidney and pancreas transplant in 2005. The pt underwent another surgical procedure on 03/2005, due to bleeding at the anastomosis and another surgical procedure for bleeding of the anastomosis on 04/2005.